Manufacturer narrative:
(B)(4).any additional information provided by the customer will be included in a follow up report. (B)(4). Per service record, third party service technician was able to confirm model lap top ventilator 950 displayed disc/sense error alarm. The service technician replaced turbine assembly and sent failed device to carefusion for further evaluation.the device was returned to carefusion manufacturer on (B)(6) 2016. The device is currently being evaluated by carefusion failure analysis laboratory. Results of investigation will be included in a follow up report as soon as they become available.

Event description:
The customer reported model lap top ventilator 950 displayed disc/sense alarm. Upon further investigation, the customer confirmed no patient involvement or allegation of patient harm.

Manufacturer narrative:
Results of investigation: carefusion service technician was able to duplicate customer reported complaint of the ¿unit to be serviced for disc/sense displayed¿ issue. During initial bench test after installing the turbine manifold assembly with golden testing unit, the unit would power up normally; but found the turbine assembly did not rotate and produced visual/audible disc/sense alarms. Visual inspection of the turbine manifold assembly did not reveal any anomalies; but internal inspection and investigation found that the turbine assembly was seized with the white residue and the unknown white residue inside the turbine assembly. The likely cause of the white contamination in the turbine was exposure to water causing the turbine to corrode. The corrosion products have larger volume than the base metal and can cause interference between moving parts with tight tolerances. The service technician scrapped turbine assembly.